Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture requested on april 15, 2024. Lot number#: 2455847 can be observed, on the device. Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, "replacement. Due to prosthesis ruptured, for left side". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.

Event description:
Healthcare professional reported "replacement due to prosthesis ruptured for left side" the device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as unidentified (tear) opening (shell thickness within specification). No other observations observed, no further actions are required.

Event description:
Healthcare professional reported "replacement due to prosthesis ruptured for left side" the device has been explanted.